Manufacturer narrative:
With the very limited information provided, a complete investigation could not be performed. As no lot number was provided, the device history record could not be reviewed. No product sample was received for investigation. Corrective and preventive actions have been completed to improve the drain manufacturing process but without a catalog number and lot number, it cannot be determined if these actions are applicable to this complaint. The instructions for use (IFU) provides detailed information regarding precautions for using these drains. Warnings/complications: "to facilitate removal of drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain (s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal. We will continue to monitor for other similar reports and utilize the information as part of continous improvement.

Event description:
According to MDR report received from customer: "physician d/c (discharged, removed) drain from pelvis, approximately 1cm of drain tip left in patient (tip broke off)."